Event description:
Received info that the pt lost weight and there was skin erosion occurring. The erosion was described as an open wound at the ins site. Pt was seen at his physician's office on (B)(6) 2010 and the device was removed that same day. Pt is doing fine post explant. No further details were provided.

Manufacturer narrative:
(B)(4).